Manufacturer narrative:
Corrected data: b5 updated data: b4, e1 (initial reporter), e2, e3, g2, g3, g6, h2, h10, h11.

Event description:
It was reported that during pump installation, the cardiosave intra-aortic balloon pump (iabp) failed b.17 sw upgrade and was stuck on a boot cycle.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pump installation, the cardiosave intra-aortic balloon pump (iabp) failed b.17 sw upgrade.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields - b4,d9,g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,component code,investigation conclusions),h10,h11. Corrected fields - d5,e1(initial reporter),e2,e3,g2,h6(health effect ¿ clinical code (1),health effect ¿ impact codes (1)). Additional customer contact information : (B)(6). A getinge field service engineer (fse) during pump installation and upgrade of software to b.17, pump failed software installation and was stuck on a boot cycle. I found the issue to be the executive processor board. I removed and replaced exec. Pcb and reloaded software. Software was loaded successfully. I performed all functional checks and calibrations, unit passed all test and is now ready for clinical use.

Event description:
N/a.